Event description:
When changing the liners, the accessory port cap dislodged causing splash back of blood products on the nurse. Co later received information from the end user that "fluid splashed onto nurse my and under my prescription glasses into my eyes and down the front of my uniform."